Event description:
Reportable based on device analysis completed on 24apr2024. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the proximal left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the device did not show an image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the catheter was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed imaging core windup with a broken drive shaft beginning 23.6 cm from the distal end of the connector shaft, that the sheath and telescope were kinked, and that the imaging window was twisted. The first twist began 14 cm and the second twist began 24.5 cm from the lap joint section. Microscopic inspection showed imaging core windup with a broken drive shaft and imaging window twist. Impedance testing showed an electrical open 130-140 cm at the proximal end of the catheter.